Event description:
It was reported from the (B)(4) study that within a week of implant the patient had diaphragmatic stimulation from the left ventricular (lv) lead. The settings were reprogrammed for the lv lead and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the lobes were distorted/bent, there was blood in/on the lobe mechanism, the lead was returned with tissue on the lobes, there was apparent explant damage and the lead was stretched.

Event description:
It was reported from the system longevity study that within a week of implant the patient had diaphragmatic stimulation from the left ventricular (lv) lead. The settings were reprogrammed for the lv lead and the lead remains in use. It was later reported the patient had diaphragmatic stimulation so the physician chose to explant and replaced the lv lead with a different model lv lead. No patient complications have been reported as a result of this event.